Event description:
On (B)(6) 2017 the reporter contacted lifescan alleging that the patient¿s onetouch ultra2 meter was reading inaccurately when using control solution. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began at 8am on (B)(6). The reporter stated that the patient obtained a control solution reading higher than the accepted range as printed on the test strip vial. The reporter stated that the patient developed symptoms of ¿sweating, disorientated and can't hardly walk¿ immediately after the reported control solution test. The reporter was unwilling to answer further questions regarding the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.